Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer¿s touch screen had some broken lines (in the middle-left area), and the cursor jumped over these broken lines in all windows. It was noted that the bullets assembly (lower left and right) were broken. It was further noted that the power supply emitted strong odor/smell. All defective parts were replaced and all identified issues were resolved. The programmer then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the display of the programmer did not work and became unresponsive in the middle section, preventing selection between ventricular and atrial options during the threshold test. It was noted that the touchscreen malfunctioned only in the area related to the threshold test. When attempting to switch to ventricular testing, the screen did not respond; however, the same area of the touchscreen functioned normally when another window was opened. There was no patient involvement.